Event description:
Patient was admitted for insertion of pacemaker. Patient was discharged in stable condition. One week later patient was admitted for a large pericardial effusion with early tamponade, potentially related to a microperforation of a right atrial pacing wire. Approximately 1800cc of bloody fluid was removed from the pericardial space.